Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an (endoscopic retrograde cholangiopancreatography) ercp procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the attempt to deploy the stent, the pullwire bent out of the exchange port. The stent was not able to be deployed. The procedure was completed with a flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; deformed/collapsed stent.

Manufacturer narrative:
(B)(4) (pullwire). From visual evaluation, no visible damage was observed on the working length of the delivery system or the guide catheter. The wire assembly at the proximal end of the device near the handle was found bent/kinked likely due to customer usage/handling of the device during procedure. The distal tip of the stent was found smashed/collapsed likely due to shipping/handling of the device. A functional evaluation was conducted by actuating the handle assembly and it was found that the guide catheter assembly extended and retracted inside the delivery system adequately with some resistance/obstruction. The resistance/obstruction was likely due to the kink/bent found approximately 6cm from the proximal end of the molded handle assembly. It was found the stent could be loaded with minimal resistance/obstruction. The smashed/collapsed stent tip did not hinder the loading functionality of the device. During manufacturing, 100% inspection is conducted on pull wire integrity and functionality and any defects found are scrapped and documented in the DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.